Event description:
On (B)(6) 2016, sales rep went into the account to swap out the thumbscrews on both handpieces. Discovered that the handpiece side thumbscrew on (B)(4), when he unthreaded both sides, the washer came off. When he tried screwing the new thumbscrew in, it wouldn't fully engage and would tighten down and then spin. Like cross-threaded. Also, the handpiece tracker, when righted to the handpiece felt sturdy, but one of the hum screws wasn't sitting flush with the other.

Manufacturer narrative:
This device was not intended for use in treatment at the time. The account rep went into account to swap out the thumbscrews on both handpieces. The thumb screw presented a malfunction which could be assimilated with cross threading. DHR review found that no conditions which could contribute to the reported event were identified. This information reasonably suggests that the device met the specifications when released to distribution. A complaint history found similar reports, this issue will continue to be monitored. Product labeling has been ruled out as a cause of the complaint. We could confirm there was a relationship established between the reported event and the device. The device was investigated onsite by the account rep. Based on the investigation and the prior complaints received, it is likely that the event occurred due to excessive force from the user when tightening the thumbscrew.